Manufacturer narrative:
2b pro codes: fqh (lavage, jet) and fro (dressing, wound, drug). No samples were received for evaluation; therefore, this incident could not be verified. The lot was unknown for one of the incidents so a device history review could not be performed. The reported lot for second incident 1862099's device history records were reviewed. All process and final inspections meet specifications. A CAPA has been opened for this issue. An in-depth investigation as part of that CAPA has been performed to identify the cause of the surgiphor bottle cracking during use. At this time this investigation discovered that the combination of the following variables are probable causes that contribute to the failure mode of surgiphor containers cracking during use: aging, bottle wall thickness/bottle weight, inspected product returned into the manufacturing lot, and upper end of the gamma sterilization dosages of the product. A follow-up will be sent if additional information is received.

Event description:
The squeeze bottle being ¿brittle¿ and cracking during use.